Event description:
It was reported when using the unspecified bd blood specimen collection device clotting noted during use. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the unspecified bd blood specimen collection device clotting noted during use. No health impact or consequence reported.